Manufacturer narrative:
Concomitant medical products: 5076-52 non-defib lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and experienced lightheadedness. The implantable pulse generator (ipg) exhibited dropped beats. The ipg remains in use. No patient complications have been reported as a result of this event.